Manufacturer narrative:
Manufacturing review: as material and batch numbers were not provided both device history record and complaint history review reviews could not be performed. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported premature activation issue. The root cause for the reported premature activation issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the caterpillar arterial embolization system was reviewed and contains the following information relevant to the reported event: indications for use: the caterpillar and caterpillar micro arterial embolization devices are indicated for arterial embolization in the peripheral vasculature. The devices are contraindicated for use in vessels subject to cyclic bending, such as locomotive joints or muscle beds. Warnings: the caterpillar and caterpillar micro arterial embolization devices should be advanced and/or manipulated under fluoroscopic guidance. If the devices cannot be adequately visualized under fluoroscopy, remove and discard the devices and use an alternative devices. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions: check that the device has not been damaged prior to use. Do not use if any damage is visible or if any part of the implant is outside of the loader. If loader or wire kinks or becomes damaged during preparation, do not use the device. The device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. The physician should determine appropriate patient compatibility with the caterpillar¿ and caterpillar micro arterial embolization devices prior to use. In particular, the physician should determine that the product dimensions are appropriate for the implant area. Exercise care in handling the caterpillar and caterpillar micro arterial embolization devices to reduce the potential of accidental damage. Do not advance the implant outside of the loader prior to insertion into the delivery catheter. If excessive resistance beyond what would be expected is encountered at any point during advancement of the caterpillar and caterpillar micro arterial embolization devices through the delivery catheter, stop and remove the device and delivery catheter as one unit/together. Do not advance or retract the caterpillar and caterpillar micro arterial embolization devices from the loader without attaching the loader via the tuohy borst to the delivery hub. Do not twist or rotate the delivery wire during advancement, because the implant may detach prematurely. The caterpillar arterial embolization device can only be re-positioned when the caterpillar micro arterial embolization device cannot be repositioned once the distal segment is deployed. If the distal segment is deployed, but repositioning is required, retrieve and discard the device. A replacement device must then be used. Following deployment, use caution to prevent deformation of the membrane or implant position, including with the use of adjunctive therapies. Detachment zone is still in the delivery catheter (figure 3). If the detachment zone is deployed, but re-positioning is required, retrieve and discard the device. A replacement device must then be used. The use of other delivery catheters may result in an inability to deliver, deploy, or recapture the device. Note: the delivery catheter length must be less than or equal to 140 cm (155 cm for the caterpillar micro arterial embolization device). Note: catheter availability may vary by region.

Event description:
It was reported that during an arterial embolization device placement procedure, the device allegedly prematurely deployed in catheter. The procedure was completed by using another device. There was no reported patient injury.